Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece without the stylet. The reported event of difficulty to remove stylet was confirmed. X-ray inspection revealed bunching and over torqued inner coil inside the connector region. The cause of reported event difficulty to remove stylet is consistent with procedural damage. The reported event of difficulty to extend helix was confirmed. Visual inspection revealed that the helix to be damaged and clogged with blood/tissue. After cleaning, the helix could be extended and retracted. The cause of the reported event was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. The reported event of high lead impedance was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. No anomalies found on the lead with the exception of damages consistent with procedural damage.

Event description:
During the implant procedure, the guidewire was damaged during withdrawal from the right ventricular (rv) lead. Additionally, the helix would not extend on the rv lead and the impedance was high. The rv lead was replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the guidewire could not be inserted or removed and the pacing impedance was high on the right ventricular (rv) lead. The rv lead was replaced to resolve the event and the patient was stable.